Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 11:27:00.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 11:28:00.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. (B)(6) 2023 11:29:12.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. (B)(6) 2023 11:30:19.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. (B)(6) 2023 17:55:51.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. (B)(6) 2023 17:57:06.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. (B)(6) 2023 18:06:40.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. (B)(6) 2023 18:07:36.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. (B)(6) 2023 18:33:33.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. (B)(6) 2023 18:43:00.000 alarmalertnotification faultnumber = no delivery (7) basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 2 days prior to the event date 16-sep-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:02:43.000 (B)(6) 2023 18:04:10.000 (B)(6) 2023 18:05:28.000 (B)(6) 2023 18:07:51.000 (B)(6) 2023 18:08:10.000 (B)(6) 2023 20:26:16.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 09:00:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:03:01.000 (B)(6) 2023 18:05:23.000 (B)(6) 2023 18:08:06.000 (B)(6) 2023 18:18:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:37:03.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:32:14.000 (B)(6) 2023 20:37:31.000 (B)(6) 2023 20:37:42.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, low battery alert, pump error 23 alarm and power loss alarm noted during testing. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a broken belt clip rails. Retainer ring damage (a cracked retainer) was confirmed. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Retainer ring recall details were added with this report which was not included in the initial report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump stop working. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.